Manufacturer narrative:
This event occured in france. Invacare gmbh is filing this report because the device is also marketed and sold in the u.s. Invacare gmbh has requested additional information in order to evaluate the event.

Event description:
Received information: "while washing a resident, the caregivers tilted the chair according to the usual procedure. The fabric straps gave way, causing the resident to fall. This incident resulted in physical and emotional harm to the person concerned"